Event description:
The customer reported being in the hospital the last week of (B)(6) 2012 due to high blood glucose, diabetes ketoacidosis, virus, and had something wrong with her eye. The caller mentioned that the device had a blank display. Advised the customer to discontinue using the insulin pump and revert to back up plan until the replacement arrives. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.